Event description:
It was reported that the biomed could not calibrate the inspiratory pressure transducer. Fse found the inspiratory pressure transducer was defective. Fse replaced the inspiratory pressure transducer, calibrated and functionally checked unit. Ventilator passed all test and ran to all manufacturer's specifications. This product complaint was generated from service report screening. There was no patient involvement or injuries. Front panel settings are unknown at the time of the reported incident.